Event description:
Clarification of event - it was reported that the patient presented to the operating room for a device upgrade. Upon interrogation, pacing lead impedances for all leads were high and out of range. Realtime egms were flat. During device removal, the physician had difficulty inserting the torque driver into the is-4 set screw. The device was not implanted and was replaced.

Manufacturer narrative:
The reported field event of a lead impedance measurement anomaly was confirmed in the laboratory as no lead impedance measurements were observed in the original interrogation. The device was tested on the bench and using automated test equipment and no anomaly was found. The cause of the reported field event could not be determined.

Event description:
It was reported that upon interrogation, the physician was unable to fit the screwdriver into the setscrew on the connector header. High voltage impedance was noted. The device will be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.